Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail (chipped right set guide damaged). Replaced door (cosmetic defected). Replaced lower pressure sensor (third party). Replaced latch door (third party). Replaced left iui (bent internal pin). Replaced bezel (upper sensor clip damage). Rear case recall completed. A review of the device history record showed the device had a manufacture date of (B)(6)2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the ail sensor assembly - cracked housing (chipped right set guide damaged). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) lvp air-in-line (B)(4) lvp 3rd party latch/ sear (B)(4) iui conn issues

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: a1 the affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.